Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic has requested for an explant kit. The device was explanted due to medical issues/ pain over the implant site.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted due to continuous headache present also without the audio-processor. However, the pain became intense when the device was in use. At explantation surgery, the device was found to be in contact with the dura, which was more exposed than expected. Further information on the device explantation report form states that the bone under device was eroded. According to the information from the field, this finding might explain for the reported symptoms. The dura mater is one of the few intracranial pain-sensitive structures, therefore the information reported above seems likely. This is a final report.

Event description:
The clinic has requested for an explant kit. The device was explanted due to medical issues/ pain over the implant site. The user was explanted.